Event description:
During cystoscopy, balloon dilator was passed over guidewire into the orifice and, under fluoroscopic control, advanced to the balloon. Using the pressure monitoring system supplied with the kit, and using 1/2 strength contrast solution, the balloon was inflated to no more than 17 cm water pressure (cleared for 20). After 3 mins extravasation of dye noted and it appeared balloon had burst. Balloon dilator was removed and balloon was noted to be split longitudinally with no missing areas of balloon. Procedure completed successfully with new uromax catheter. Submission of this report does not constitute an admission that medical personnel, user facility, distributor, MFR or product caused or contributed to the event.